Event description:
Pt. Arrived at hospital via air ambulance from (B)(6) hospital in (B)(6). Upon changing the ventilator tubing from transport machine to our ventilator, the hub connecting the ett snapped at the level of the ett. We emergently set up for ett exchange. Airway exchange completed with a bougie, right as pt became pulseless. CPR immediately started and pt bagged via new ett. Event occurred at approx 1140. Patient died at 1537. Note: product came from (B)(6) hospital, (B)(6). They provided me with the following information about the products: 100636 - circuit vent tubing. Et tube connectors - shiley manufacturer: covidien.